Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit for approximately 407 patient samples. Representative examples of the results include: example 1: initial sodium result of 152 mmol/l and a repeat result of 141 mmol/l. Example 2: initial sodium result of 136 mmol/l and a repeat result of 129 mmol/l example 3: initial chloride result of 106 mmol/l and a repeat result of 96 mmol/l. Example 4: initial chloride result of 115 mmol/l and a repeat result of 104 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer replaced the sodium, potassium, and chloride electrodes. The field service engineer did not determine a specific root cause. Ise checks, precision testing, and qc were successful. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The analyzer alarm trace contained multiple abnormal aspiration and sample foam detection alarms on the date of the event near the time the samples were processed.